Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this is a(n) asset return inspection] with no reported allegation. The most probable cause of the complaint is (B)(4) cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to c0601 - degradation problem identified should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited white residue in the channel. There was no patient involvement.